Manufacturer narrative:
Corrected data: d4 ¿ UDI. No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated the pump was alarming. The tubing was clamped, and cassette removed. Cassette tapped on hard surface and reattached. Alarm returned. Further troubleshooting attempts not made as patient struggled a great deal with reattaching cassette onto pump. Pump turned off and tubing remains clamped. This event occurred at hospital. There was patient involvement and no patient harm/adverse event reported.